Manufacturer narrative:
Corrected date of event from (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, the patient presented with an abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. On an unknown date in february the patient presented with claudication and impaired blood flow of the pelvic vessels. A review of the follow-up CT, dated (B)(6) 2017, showed that the left internal iliac artery (lii) was fully occluded with thrombus. Since the common iliac artery stayed patent, no reintervention is currently planned.